Event description:
The facility reports the client was being lowered after bathing onto the saf-kary. The caregiver was operating the foot pedal to lower the unit and had her arm across the client while lining the chair up. The client was transferred to the room where care aides tried to transfer client from the bath chair to the wheel chair. It was discovered the resident's leg was trapped. The client was returned to the tub room, the kary attached to the lift and the kary chassis removed. The up pedal was pressed and as the chair went up, a snap was heard and blood began to flow from the wound on the right leg at the lower shin. This was due to the chair moving down slightly while being raised by the lift. The slope of the floor was believed to be a contributing factor.